Event description:
The manufacturer received information alleging that the patient woke up and saw smoke coming from their ds2adv auto CPAP. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.